Event description:
It was reported via a journal article that a patient required a revision procedure to reposition a s-ICD electrode that had eroded through the skin. The s-ICD system remains in service and there have been no additional adverse patient effects were reported.